Event description:
Event description boston scientific received information that the patient with this pacemaker experienced a syncopal episode. The patient has a history of congestive heart failure, myocardial infarction, and a bundle branch block. Evaluation of the device in the emergency room revealed the magnet rate indicated an intensified follow up battery status. The device was programmed with minimal pacing outputs. Further testing verified the device and leads were functioning properly.